Event description:
A 3f silicone b-d 'first PICC' was placed. Shortly after insertion the patient developed abdominal pain and shortness of breath. The PICC was pulled and symptoms abated. The next day the PICC replaced with another manufacturer's polyurethane PICC without complication.